Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/9/2020 additional information: d4, d10, h4, h6 a manufacturing record evaluation was performed for the finished device lot number plr687-xn8833, and no non-conformances were identified. Additional h3 investigation summary: it was reported that needle pull-off during use. One empty open box and forty-four unopened samples of product code 8833, lot plr687 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or needle pull-off were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Note: events reported via mw 2210968-2020-07394 (prolene 8833h), 2210968-2020-07395 (monocryl mcp4940h), 2210968-2020-07396 (ethilon 7665h) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the initial procedure? Unknown. What is the event day and procedure date? Unknown. Could you please confirm if the 3 product code present the issue (pull off suture needle)? Yes. Could you please confirm the device's availability for the product code (monocryl plus ud (B)(4))? Not available.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the needle was detached from the suture. There were no adverse patient consequences reported. Additional information was requested.